Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged, pushed distally and bunched at the proximal end of the stent. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination showed no signs of damage to the bumper tip, hypotube, outer, inner lumen or the mid-shaft section.

Event description:
Reportable based on device analysis completed on 08-feb-2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a moderately tortuous and severerly calcified right coronary artery. Following pre-dilatation, a 2.75 x 32 synergy stent was advanced but failed to cross the lesion. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.